Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer hardware was failed and unable to recover. A field service engineer instructed the customer to remove the back cover and check the drawer controller board, but there were no lights present, so the case was postponed for parts. Upon opening the drawer, the fse found that the rails and retractor band were crushed, replaced the rails and the retractor band, then ran the hardware test application (hta) test to confirm the drawer was functioning correctly, also had the customer inventory and verify the drawer, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer hardware failed and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.